Manufacturer narrative:
Physio-control evaluated the device and verified the reported audio issue and also observed that an internal hlc battery, designator bt1 located on the analog pcb assembly, could not complete a charge.  The observed issue with bt1 could cause the device to no longer have the ability to remain powered on during use.  Regarding the audio issue, physio-control observed that the speaker had an intermittent solder connection at the negative tinsel wire to the solder lug.  This led to the reported audio issue.

Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device does not have any audible voice prompts when the on/off button is pressed and the device lid is opened.  Without the voice prompts functioning, the device user could not use the device on a patient, if needed.  There was no report of any patient use associated with the reported issue.